Manufacturer narrative:
Additional information: section h manufacturer narrative. Part analysis: the station being non-operational and would not power on was confirmed by the field service engineer. This assessment was supported by the dchu investigation team based on the investigation findings. The field service engineer evaluated the station: customer mentioned burn smell coming from drawers 3. All drawers in the main unit were unplugged and then reconnected one by one. The station successfully powered on. However, when attempting drawer 3.1, the station failed to power on. Inspection revealed that the solenoid was locked. The solenoid, as well as other parts, were replaced to restore station functionality. Visual inspection of the returned solenoid observed thermal discoloration, exhibiting a pinkish hue, along the solenoid coil. The solenoid's resistance measurement was outside the specified range, confirming that the component was faulty. Visual inspection and functional testing of the additional received parts revealed no issues. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the station being non-operational and would not power on was identified as thermal damage to the solenoid, as confirmed by the field service engineer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device offline, does not open and was dead. As per part investigation, it was determined that there was thermal damage observed on the solenoid. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis was not on, would not power up, and the station was offline. A field service engineer (fse) noticed that customer reported a burning smell from main 3.1. Fse unplugged all drawers, reconnected them one by one, and the station powered on, except when attempting 3.1. The solenoid was locked, so fse replaced the solenoid and the open/close printed circuit board assembly (pcba), the position sensor and retractor band were replaced to restore functionality. Hardware test application was run on drawer 3.1, which passed, and customer successfully recovered 3.1 and 3.2, removing the failed hardware icon. Customer tested in hardware test application and confirmed drawer recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device offline, does not open and was dead. There were no delay or adverse events or injuries reported based on this event.